Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the suggested events may have occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light guide cap came off the telescope. There were no reports of patient harm.